Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. It was reported the patient was hospitalized for the event due to suspected peritonitis. It was reported the patient was treated with cefepime injection (2.5g, three times a day, intraperitoneal, 1 day). Pd therapy is ongoing. At the time of this report, the patient was recovered from event, and remained hospitalized. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, e1. B5: upon follow up, it was reported that the patient was discharged from the hospital on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.